Event description:
It was reported a nail was revised due to migration. Initial information stated the patient would not be revised, new information recieved on (B)(6), 2011 informed a revision would be performed on (B)(6), 2011